Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. During one occurrence of the malfunction, the customer had not been using the pump for therapy. For another occurrence, the customer had not tested blood glucose (bg) levels at the time of the event, however, the customer believed their bg to be 140 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.